Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported. Additional information was received. The replacement procedure has not been scheduled yet. The system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported. Additional information was received. The replacement procedure has not been scheduled yet. The system remains in service. Additional information was received. A physician contacted boston scientific technical services (ts) indicating that they received an alert for high out of range rv pacing impedance. The trend returned to stable values. Provocative maneuvers were performed, and no noise was observed on the rv electrogram, but some slight myopotential noise was identified on the shock channel. The previous implantable device was replaced months ago with no evidence of malfunction and during that procedure, x-ray imaging did not reveal any lead damage, reason why it was decided to keep the lead and just performed the device replacement. A second patient follow up was performed, and the rv amplitude, pacing and shock impedance were found to be stable within usual ranges, but the rv pacing threshold measurements were high. Ts recommended further evaluation of the rv lead. The patient will continue to be closely monitored via the remote system and with on-site follow ups. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that in addition to the already existing high out of range shock impedance observation, the system exhibited high out of range pacing impedance measurements. The values were jumpy, so a device-lead connection concern was raised. X-ray imaging was performed, and it was found that the tip of the rv lead was not fully inserted into the device header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Next, defibrillation threshold (dft) testing was conducted, and code 1005 indicative of an open circuit was triggered during the high energy shock. Since a header connection or lead integrity concern was suspected, the physician performed a complete system replacement. The implanted implantable cardioverter defibrillator (ICD) and this rv lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported. Additional information was received. The replacement procedure has not been scheduled yet. The system remains in service. Additional information was received. A physician contacted boston scientific technical services (ts) indicating that they received an alert for high out of range rv pacing impedance. The trend returned to stable values. Provocative maneuvers were performed, and no noise was observed on the rv electrogram, but some slight myopotential noise was identified on the shock channel. The previous implantable device was replaced months ago with no evidence of malfunction and during that procedure, x-ray imaging did not reveal any lead damage, reason why it was decided to keep the lead and just performed the device replacement. A second patient follow up was performed, and the rv amplitude, pacing and shock impedance were found to be stable within usual ranges, but the rv pacing threshold measurements were high. Ts recommended further evaluation of the rv lead. The patient will continue to be closely monitored via the remote system and with on-site follow ups. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that in addition to the already existing high out of range shock impedance observation, the system exhibited high out of range pacing impedance measurements. The values were jumpy, so a device-lead connection concern was raised. X-ray imaging was performed, and it was found that the tip of the rv lead was not fully inserted into the device header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Next, defibrillation threshold (dft) testing was conducted, and code 1005 indicative of an open circuit was triggered during the high energy shock. Since a header connection or lead integrity concern was suspected, the physician performed a complete system replacement. This lead was capped and abandoned din the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported. Additional information was received. The replacement procedure has not been scheduled yet. The system remains in service. Additional information was received. A physician contacted boston scientific technical services (ts) indicating that they received an alert for high out of range rv pacing impedance. The trend returned to stable values. Provocative maneuvers were performed, and no noise was observed on the rv electrogram, but some slight myopotential noise was identified on the shock channel. The previous implantable device was replaced months ago with no evidence of malfunction and during that procedure, x-ray imaging did not reveal any lead damage, reason why it was decided to keep the lead and just performed the device replacement. A second patient follow up was performed, and the rv amplitude, pacing and shock impedance were found to be stable within usual ranges, but the rv pacing threshold measurements were high. Ts recommended further evaluation of the rv lead. The patient will continue to be closely monitored via the remote system and with on-site follow ups. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that in addition to the already existing high out of range shock impedance observation, the system exhibited high out of range pacing impedance measurements. The values were jumpy, so a device-lead connection concern was raised. X-ray imaging was performed, and it was found that the tip of the rv lead was not fully inserted into the device header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Next, defibrillation threshold (dft) testing was conducted, and code 1005 indicative of an open circuit was triggered during the high energy shock. Since a header connection or lead integrity concern was suspected, the physician performed a complete system replacement. This lead was capped and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of shock impedance measurements and out of range values measuring greater than 125 ohms. High pacing threshold measurements were also identified. The patient attended the clinic, and it was noted that the shock impedance measurements had returned to normal limits, with no abrupt changes or noise observed upon provocation. It is believed that the cause of the observations could be related to calcification. The patient will continue to be monitored and the device replacement procedure will be scheduled. Lead integrity will be evaluated during this procedure. At this time, the lead remains in service and no adverse patient effects have been reported. Additional information was received. The replacement procedure has not been scheduled yet. The system remains in service. Additional information was received. A physician contacted boston scientific technical services (ts) indicating that they received an alert for high out of range rv pacing impedance. The trend returned to stable values. Provocative maneuvers were performed, and no noise was observed on the rv electrogram, but some slight myopotential noise was identified on the shock channel. The previous implantable device was replaced months ago with no evidence of malfunction and during that procedure, x-ray imaging did not reveal any lead damage, reason why it was decided to keep the lead and just performed the device replacement. A second patient follow up was performed, and the rv amplitude, pacing and shock impedance were found to be stable within usual ranges, but the rv pacing threshold measurements were high. Ts recommended further evaluation of the rv lead. The patient will continue to be closely monitored via the remote system and with on-site follow ups. No adverse patient effects were reported. The lead remains in service.